Manufacturer narrative:
The manufacturer previously reported an event involving the death of a ventilator-dependent patient while using a trilogy 100 ventilator. Information received indicated that ac power was disconnected at approximately 12:07 am and the device was subsequently powered back on at approximately 2:08 am. The police reported that the patient allegedly died during this time period and requested evaluation of the device data to determine what may have occurred while the device was powered off. An initial clinical assessment was performed. Based on the information available at that time, it was reported that ac power was disconnected at 12:07 am and the device was powered back on at 2:08 am. The device's cause and/or contribution to the reported event could neither be confirmed nor refuted based on the available evidence, and additional information was requested through good faith efforts. The device was not returned for evaluation. However, the device event log was downloaded and reviewed, and additional information was obtained through follow-up activities. A final clinical assessment was conducted by the pms clinical expert team in conjunction with a cross-functional review team. Review of the device event log confirmed that the device was manually shut down for approximately 45 minutes on the date of the event. The reported event occurred during the night of (B)(6) 2026, into the morning of (B)(6) 2026. Particular attention was given to device activity between midnight and 2:00 am on (B)(6) 2026. The manufacturer's review referenced the trilogy 100 clinical manual, which states that prior to placing a patient on the ventilator, a clinical assessment should be performed to determine appropriate alarm settings, the need for alternative ventilation equipment, and whether alternative monitoring devices should be utilized. Based on the available information, the manufacturer concluded that the device was manually powered off on the date of the event and that no device malfunction was identified. The investigation determined that the device did not cause or contribute to the reported death. No further action is required at this time. The manufacturer concluded that the reported event was associated with the device being powered off and not with a device malfunction. Should additional information become available that impacts the investigation's findings or reportability determination, the event will be re-evaluated, and a supplemental report will be submitted as appropriate. DHR review: the device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information alleging a patient passed away while using a trilogy 100 device. The information received states the ac power disconnected at 12:07 am and powered back on at 2:08 am. During that time the patient allegedly passed away. The customer is requesting an evaluation to determine what may have occurred during the time it was powered off. The device has not yet returned for evaluation. A clinical assessment has been done. Based on the information currently provided and available, it was reported that it looks like the ac power was disconnected at 12:07 am then the device was powered back on two hours later at 2:08am. The police believe that the patient, who was vent dependent, died during this window so they want to see what may have happened during this time such as the care team not acknowledging alarms and acting accordingly. The device cause and/or contribution to the reported event cannot currently be confirmed, no refuted, based on the evidence present. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.